Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Initial reporter¿s email address is not provided / unknown.

Event description:
Doctor reported that the tsvmb10 implant fractured at the collar level. The implant was integrated since five years. Bone loss, inflammation, pain and dehiscence was also reported. Implant was removed. Doctor performed a bone filling. Patient have to come back for new implantation. Tooth site # 3.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: date of this report was updated. Expiration date was added. Date received by manufacturer was updated. Type of report was updated. Type of follow up was updated. Device evaluated by manufacturer was updated. Device manufacturer date was added. Device code was updated to 1260. Method code was updated to 3331 and 4109. Results code was updated to 3252. Conclusions code was updated to 4307. Narrative/data was updated. The reported device was returned for investigation. The reported condition of a fractured implant was confirmed. Visual inspection of the as returned product identified significant wear from use, and the collar is confirmed to be fractured across the seating surface. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.